Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the transmitter (part stt-gl-003/serial (B)(4)), that was being used with the receiver during the reported event of permanent out of range was returned. Evaluation of the returned transmitter did confirm the reported event. The root cause was determined to be a defective transmitter.